Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) with an right ventricular (rv) lead, noise and oversensing was observed when the lead was connected to the device header. The noise was able to be recreated with manipulation of the pocket. Lead to device connection was verified to be appropriate, the lead was then disconnected from the device header and tested on a pacing system analyzer (psa). No noise was observed, so the lead was reconnected to the device header and the first layer of the pocket was closed when noise and oversensing was again observed. The pocket was reopened and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.